Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to the operating room during a device change out due to normal eri, externalized conductors were observed. During testing, patient received a 30j and 36j shock that did not convert the patient out of vt which then self-terminated. Lead was capped and replaced.